Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached almost 1000 mg/dl. For treatment, the patient was given insulin. The cannula had became dislodged, while wearing the pod between 36 and 48 hours on the abdomen. The patient was discharged after 2 days. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.